Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had exhibited high impedance, oversensing, and a fracture. No patient symptoms were reported. The lead was successfully capped and replaced.